Manufacturer narrative:
The device was not available for return. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found. Device is not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The device was explanted and the patient was treated with IV antibiotics. Follow up report indicated that the patient had recovered and will not be reimplanted due to high risk of infection.